Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumped open. It was reported that during preparation of the mitraclip delivery system (cds), after completing the final arm angle (faa) test, the arm positioner was rotated in the open direction and the clip failed to open. The following troubleshooting steps were performed, returned the arm positioner to neutral, retracted the lock lever further, turned the arm positioner in the close direction and then tried to reopen the clip. This was repeated twice but the clip then jumped from the closed position to 60 degrees in the open position. The final arm angle was tested once more and again the clip would not open after faa. The device was not used. It was commented that it appeared the user may have rotated the arm positioner more than one rotation, which may have resulted in the difficulty to open the clip. There was no patient involvement and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. Device analysis did not confirm the reported clip jumping issue. Furthermore, the reported clip open difficulty was confirmed. The returned device analysis also observed slack on lock line. The discrepancy between what was reported (clip jumping) vs what was noted (clip opened smoothly) is possibly due to a combination of varying amounts of tension felt by the device likely have resulted in the slack and eventually caused the reported clip jumping issue; however, this can not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the observed slack on lock line and clip jumpiness could not be determined. The reported clip open difficulty appears to be due to observed slack on the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.